Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned. -medical records received and evaluation: not performed as medical records were not provided for review. -device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. -complaint history review: no other events were reported for the lot & sterile lot indicated. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as primary and revision operative reports, histopathology reports, patient history and follow up notes are needed to complete the investigation for determining root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
Patients total knee implants were removed for infection.

Manufacturer narrative:
The following other device was also listed in this report: triathlon symmetric x3 patella; cat# 5550-g-391; lot# 4233, tri ts baseplate size 6; cat# 5521-b-600; lot# sigr, triathlon ps fem component, cemented; cat# 5515-f-601; lot# jsxua. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patients total knee implants were removed for infection.